Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for high bg's on (B)(6) 2021. The customer alleged insulin flow block alarm. On a related svn 000313656379 the customer alleged insulin flow block alarm and noticed that cx pump's smells insulin very strong. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. There was no data available on the event date when reviewing the pump's history download file. Unable to verify insulin flow block alarm on the event date. No insulin odor noted in the reservoir compartment. During visual inspection, no moisture damage noted on the electronic assembly, motor or force sensor. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged high bg's. The customer alleged insulin flow block alarm was not confirmed. The customer alleged moisture damage was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer visited emergency room and was hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 33+ mmol/l at the time of event. Customer¿s blood glucose level was 15.9 mmol/l at the time of call. Customer was treated with insulin pen and insulin drip. Customer stated that they were having symptoms like feeling bad. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that alarmed resolved by changing infusion set and reservoir. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.